Manufacturer narrative:
(B)(4). Batch # n53179. Additional information was requested and the following was obtained: just for clarification, the staples that did not form on the patient side, were they malformed or did the staples not deploy? Unknown . The green cartridge that was used, was this a gst or a flat deck? Gst. The lot number provided n648a is missing a letter/number. What is the lot or batch number for the plee60a? Unknown . The analysis found that one plee60a device was returned in good visual condition and with a gst60g cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve procedure, the surgeon said the third row of staples (near the knife blade) on the patient side did not form. The case was completed using another device of the same product code. The surgeon had to over sew the staple line with suture. No buttressing was used. A green reload was used. There were no patient consequences reported.